Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 10 devices were received for evaluation; 10 events were confirmed during testing. Approx 7 devices were found to be affected by corrosion. Approx 1 device was found to be affected by corrosion and shattered bearings. Approx 2 devices were found to be affected by broken down lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events, in which the device overheated. Approx 9 reported events had no patient involvement; no patient impact. Approx 1 reported event had patient involvement with no patient impact.